Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was becoming stuck down when pressed and triggering button alarms at times. Reportedly, the customer is able to press on the button multiple times and the screen will still illuminate. In addition, it was reported that the customer received a button alarm when the button was not being interacted with. Contact stated that customer has not noticed blood glucose levels becoming impacted, but was not sure. Customer will continue to use the pump and has back up manual injections for continued insulin therapy.